Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
B5 h6 - remove 1503, add 1384.

Event description:
It was reported that customer has a malfunctioning pump. Multiple attempts were made by tandem technical support to troubleshoot and determine if customer had an alternative method for insulin therapy; however, customer did not respond. There was no reported adverse impact.